Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the identified false recognition of a loaded set at load point # 2, caused by a failed lower hook switch. The lower auxiliary assembly, including the failed hook switch, was replaced.

Event description:
During baxter's eval it was found that a spectrum pump falsely recognized a loaded set in load point #2. There was no pt involvement.